Event description:
It was reported by remote transmission, the atrial lead appears to be under sensing the atrial arrhythmias. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4193 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).